Event description:
It was reported that device was found to be in backup vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred due to low voltage from numerous high voltage charges. The high volume of charges was caused by noise on the ventricular channel. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.